Manufacturer narrative:
The product was repaired on site by a spacelabs field service engineer. The reported problem was verified. Power supply pcb assembly (B)(4) was not functioning; therefore the part was replaced. The repaired unit passed all functional tests and was returned to use by the customer. Lack of an ECG trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that telemetry module housing model 90479 failed while in use on (B)(6) 2015. No injury was reported as a result of this event.